Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: 90cm slimtip implant lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7909303. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient fell and experienced ineffective stimulation. X-rays indicated the left s1 lead was fractured and migrated. As a result, surgical intervention took place on (B)(6) 2025 wherein part of the lead is stuck and left in the sacrum. A lead was implanted. Effective therapy was restored. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.